Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(6). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) old male patient underwent a right ventricular outflow tract ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. After ablating septum, and while attempting to map another area, patient complained of chest pain and became hypotensive. Echocardiogram revealed a 2cm pericardial effusion. Pericardiocentesis yielded 500cc fluid. Patient was admitted for overnight hospitalization with a pericardial drain left in place. Patient fully recovered with no residual effects. Physician assessed the cause of the adverse event was that perforation may not have been secondary to ablation as there are septal lesions; difficult to maneuver catheter around right ventricle and right ventricle was dilated; perforation likely occurred during manipulation of catheter. No transseptal puncture was performed. Generator set on power control mode at 20 watts with 30-40 seconds per lesion. Overall time for ablation at the site of injury was approximately 5 and no more than 10 minutes. Last ablation cycle time at the site of injury was 30-40 seconds. Irrigated catheter flow set at 8-12 ml/min. Patient's pre-procedure diagnosis was ventricular tachycardia with palpitations and dilated ventricle. There were no reports of product malfunction. No error messages observed on biosense webster equipment during the procedure.